Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to stay close. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 had failed. A field service engineer found that the pockets in half-height drawer 2-1 were off the bus. The fse replaced the drawer controller board. The customer tested the drawer, and all tests were successful. The system functioned as intended after the field service engineer repaired the device.